Event description:
During a rotator cuff repair, the surgeon noticed upon removing the inserter from the body that a section of the distal tip of the instrument was missing. He states that he feels that the broken piece is embedded in the anchor, which is embedded into the bone. The surgeon is reporting no pt harm and that the case was concluded successfully without further incident.